Event description:
According to the facility on 9/30, "I was trying to administer a flulaval vaccine. I secured the medline 25g, 1.5" sure-snap safety needle to the pre-filled syringe, as is typical for vaccine administration, and went to administer the vaccine. As I pressed in the plunger of the syringe, the needle detached from the syringe and the vaccine wasted outside of the patient's shoulder.".

Manufacturer narrative:
According to the facility on 9/30, "I was trying to administer a flulaval vaccine. I secured the medline 25g, 1.5" sure-snap safety needle to the pre-filled syringe, as is typical for vaccine administration, and went to administer the vaccine. As I pressed in the plunger of the syringe, the needle detached from the syringe and the vaccine wasted outside of the patient's shoulder. Seeing the needle was still imbedded in the patient's deltoid muscle, I quickly removed the needle, applied the safety cap, and wasted it in the sharps container to prevent any further accidents. Using a different brand of 25g, 1.5" needles, I was able to successfully administer the vaccine to the patient. He is a 58-year-old male, weighing approximately 174 pounds. After contacting the patient today, he denies any complications from the flu shot on monday. He states he is doing fine, enduring typical side effects from the influenza vaccine". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.